Event description:
A user facility that the airway tube of an lma broke while being used in a pt. The break occurred during emergence and there was no injury to the pt. The pt apparently bit through the airway tube because an inadequate bite block was used. The precautions section of the device labeling describes that a bite block should be used until the lma has been removed, and the instructions for use describe the type of bite block that should be used. An MDR is being filed, even though there have been no reports of pt injury associated with failed airway tubes, as theoretically a broken airway tube could cause injury to a pt. The user facility has been requested to return the lma to the MFR for eval. A follow-up report will be submitted after the MFR has evaluated the returned lma.